Event description:
Caller reported a cgm error 42 associated with their g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with complete pump reset information and guided them through the process. After the pump reset, the error code did not appear again, and the caller successfully started their sensor session.